Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified during review of the event history log by the presence of air in line alarms. Evaluation was unable to reproduce the false air in line alarm failure. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a air in line error. The reported problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.